Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted wedge resection gastrectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error 32056 on the universal surgical manipulator (usm) 1. The tse confirmed the error was related to usm 1 and guided the user to shut down the system using emergency power off and clean the blue fiber cable on the patient side cart. However, the error reappeared immediately after restarting. The user disabled the usm 1 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where the automatic gain control (agc) current test failed on pitch, replicating the reported event. Once testing was completed, the pitch searchlight printed circuit assembly (pca) was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the pitch searchlight pca was found to be the probable root cause of the reported event.